Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that analysis was done on (B)(6) 2015. The urine culture and sensitivity revealed 50,000-100,000 cfu/ ml of escherichia coli. It was unclear if the urinary tract infection was related to the device or therapy as it was noted to be not applicable (n/a). The patient was prescribed a bactrim antibiotic.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient could not increase stimulation. The patient changed patient programmer (pp) remote batteries. Checked implantable neurostimulator (ins) status, stimulation was off, turned stimulation on, felt stimulation and adjusted stimulation. It was indicated as user error. The patient fell on (B)(6) 2015 but has not noticed any adverse events related to ins. The patient had a health care provider (hcp) appointment on the day of this call, mentioned she has had a previous unrelated kidney transplant, and at the office on the day of this call they noticed cloudy urine and suspected urinary tract infection (uti). It was later reported on (B)(6) 2015 she fell weeks ago and she called manufacturer representative to get ins to communicate with pp. The patient stated since call then ins has been working well until on the day of this call, the ins was shutting off on its own but confirmed her ins was on. The patient spoke with hcp on the day of this call told her she has (B)(6) and patient thought it could be from the blood transfusions she has. Event date (B)(6) 2015. The patient was on program 2. Additional information received 2 days later from previous call indicated that stimulator was still shutting off but as of presently is resolved. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.